Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 74416901 with an expiration date of 30-nov-2024. The gluc3 reagent lot number and expiration date were not provided. The customer did not provide any additional information for the investigation. As two assays were affected, the investigation determined the event was consistent with an instrument issue, however, as no additional information was provided, the cause of the event could not be determined.

Manufacturer narrative:
The c303 analyzer serial number was (B)(6) .

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for calcium gen.2 (ca2) on a cobas pure c303 analyzer. Of the data provided, there were also discrepant glucose results for this patient sample. This medwatch will cover ca2. Refer to medwatch with a1 patient identifier (B)(6) for information on the glucose results. The initial ca2 result was 15.7 mg/dl. The repeat result was 10.2 mg/dl. The initial glucose result was 97.3 mg/dl. The repeat result was 67.9 mg/dl. A new sample was obtained and the ca2 result was 9.34 mg/dl and the glucose result was 60.6 mg/dl.